Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's daughter reported the patient passed away 3 years ago. Additional information determined the patient was hospitalized for cardiac issues and subsequently expired. The cause of death was unknown and no additional information could be obtained.

Manufacturer narrative:
The complaint device was unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release; a device is not released if it does not meet requirements or is nonconforming.